Manufacturer narrative:
Information was received via published literature. (B)(4). Other devices used: catalog #unk, unknown trilogy constrained liner, lot #unk. This report will be amended when our investigation is complete.

Event description:
It was reported a patient was revised due to loosening.

Manufacturer narrative:
This report is being amended to reflect changes in date received by MFR, type of reports, if follow-up, what type?, evaluation codes, and additional MFR narrative. No devices or photos were provided, therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. These devices are used for treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. Relevant medical history, activity level, and adherence to rehabilitation protocol are unknown. The acetabular tilt of 61 degrees and the anteversion of 19 degrees were noted in the loosened shell. No signs of wear or osteolysis were noted. A root cause cannot be determined with the information provided.